Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. The returned therapy cable failed inspection. The reported damage was visually inspected and confirmed with the initially reported problem, which is a damaged electrode. However, device evaluation confirms that the therapy cable functioned as expected and gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Kmts field rep called in to report therapy shock delivered to a patient. The patient was alert and driving when the patient received the therapy shock. The patient was unable to cancel the alert button on time. The patient further reported that the electrode is badly damaged and it caused small cut on patient's thumb. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. The wcd detected a shock-able rhythm. However, an undiverted shock to a conscious patient could result in serious injury.